Event description:
Device report from synthes (B)(4) reported an event (B)(6) as follows: it was reported that during a procedure to implant a titanium polyaxial head for the universal spinal system, the surgeon could not ¿dovetail¿ the stem and the screw head broke and the fragment fell into the patient¿s wound. The surgeon was able to remove the fragment from the patient. There was no harm to the patient and no report of surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Additional device product codes: mni, mnh, kwp and kwq. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service a manufacturing investigation action was attempted. The investigation of the complaint articles has shown that: the given information on the device report has indicated that the item got broken during surgery. Unfortunately, the complained article was not returned at that time for investigation. Without having the material a conclusive statement regarding the possible failure reason was not possible. Subject device has been received, therefore, an investigation is being performed. This uss-ii polyaxial 3d-head was produced in september 2014 according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report was initially submitted on 23 october 2015 but the FDA site was down. Advised by FDA on 02 december 2015 to resubmit medwatch. Implant and explant dates: as the device was received, the device was not implanted / explanted initial reporter hospital contact number: (B)(6). A manufacturing evaluation was preformed: part was not returned in the original not sterile packaging: klemmring component shifted from its specified position and blocked on the koerper head. Visual post production damages on klemmring and koerper head. The returned part was re-inspected for all the features pertinent to the complaint condition. The visual inspection showed that klemmring component has shifted from its specified position and it's blocked on the koerper head. Visual post production damages have been identified on klemmring and koerper head. This post production condition resulted in the fact that the koerper head hole doesn't meet the specification (ø7.40 ±0.03). Since the 100% inspection of the involved diameter registered on the relevant work order shows no deviation from the specification it can be concluded that the observed deformation was caused after manufacturing. No evidence of nonconformance manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.